Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a follow-up assessment. During the visit, no connection issue was identified; how ever, imaging confirmed the presence of cardiac tamponade and rv lead migration. A device interrogation showed no rv lead capture and persistently low rv impedance, though no new episodes were recorded by the device. At a prior device check, the electrograms storage was reprogrammed to integrated bipolar to match the sense polarity recommendation. Following the evaluation, as the patient experienced cardiac perforation and tamponade, the physician elected to perform an rv lead revision due to the absence of rv capture at maximum output and low rv impedance. The original rv lead was extracted and replaced with a new lead, which was positioned more basally rather than apically. The lead revision procedure occurred, and the new lead was checked post-operatively, demonstrating appropriate electrical parameters and a stable lead position. Of note, a micro-perforation of the epicardium, likely related to the combination of eliquis therapy and the active fixation helix, resulting in gradual lead migration into the pericardial sac and cardiac tamponade was suspected and the location of the perforation was the right ventricle.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for out of range (oor) low and falling trend of pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, the rv lead exhibited non-physiologic noise. After further review, it was determined a lead/device connection issue is the most likely suspect as device and lead have been implanted for just 4 months and patient reports no significant events. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.